Event description:
It was reported that a hardware removal with a revision to a total hip replacement was performed. The removal was due to "needed a total hip...pain due to needing a total hip". Hardware removed from the patient includes a dynamic hip screw (dhs) plate, a dhs lag screw, five unknown 4.5mm cortical screws and an unknown compression screw. The procedure was completed successfully with no delays, device fragments or patient harm. This is report 2 of 4 (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant date was not provided by reporter but was reported to have been greater than 10 years previous to this report date. A device history record review was performed for the subject device lot. Synthes manufactured the dhs lag screw, p/n 280.00, and lot #a3ii550 with 100 pieces processed on a work order. Initially, the part was inspected and (97 of 100) conformed to the synthes final inspection sheet #281fi, revision ¿I¿. Three parts were scrapped at final inspection for "pits, scratches, burrs, burn marks, etc.". The parts were released to the warehouse on june 3, 1996. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.